Manufacturer narrative:
The field service engineer found that the sample probe tubing connector to the sample probe was slightly loose. He stated that the loose connector was not enough to cause leakage, but still needed tightening. He checked all sampling adjustment positions. He checked reagent probe adjustments. He ran mechanism checks in order to observe analyzer functions; all were ok. He checked the gear pump pressure. He replaced seals on the sample syringe as a precaution. The customer ran quality controls and patient samples; all were good. No further issues were reported after the service visit.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for albumin (alb), ureal urea/bun (urea), and bilirubin (bil). The erroneous results were not reported outside of the laboratory. For the alb test, roche manufactures three different assays; alb2 albumin gen.2, albp albumin bcp, and albt2 tina-quant albumin gen.2. For the bil test, roche manufactures three different assays; dbili direct bilirubin, bilt3 bilirubin total gen.3, and bilts total bilirubin special. It was asked, but it is not known which alb or bil reagents were used. The first sample initially resulted with an alb value of 0 g/l and repeated as 40 g/l. On (B)(6) 2017, the second sample initially resulted with a urea value of 0 mmol/l and repeated as 6.9 mmol/l. On (B)(6) 2017, the third sample initially resulted with a bil value of 0 mmol/l and repeated as 14 mmol/l. No adverse events were alleged to have occurred with the patients. The alb, urea, and bil reagent lot numbers and expiration dates were asked for, but not provided. The customer stated that she changed the sample probe since she noticed the probe occasionally diving into sample tube gel without triggering an error. The customer checked the gear pump pressure. Precision studies were performed.